Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 450 mg/dl and insulin pump had alarm generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer¿s blood glucose was unknown. Customer performed displacement test, self test and passed but customer reported that insulin pump had alarm for multiple time during rewind. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 alarms noted during testing.